Manufacturer narrative:
Correction h8 usage of device: updated to initial.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had herniated. The pump and cylinders were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had herniated. The pump and cylinders were explanted and replaced. There were no patient complications reported.